Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. The device was operating out of specification. Evaluation found that the q20 connector was partially dislodged from the input/output printed circuit board. The input/output printed circuit board was replaced.